Event description:
It was reported that the patient experienced constant pectoral muscle stimulation from the epicardial right ventricular (rv) lead. The rv lead also exhibited a high and varying pacing threshold, along with noise observed during isometrics. The epicardial lead would be replaced with a transvenous rv lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.